Event description:
It was reported while using bd vacutainer® serum blood collection tubes, additive streaks were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 01-apr-2025 investigation summary bd received four (4) photos and nine (9) samples for investigation. A visual inspection was conducted on the nine returned samples for additive abnormality, and seven of these samples failed due to the customer-reported defect. Analysis of the customer photos revealed multiple tubes with additive abnormality. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode additive abnormality based on customer photo and sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, additive streaks were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.